Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. After bb transeptal (brockenbrough method) and passing the carto vizigo¿ 8.5f bi-directional guiding sheath - medium through the left atrium and advancing the thermocool® smart touch® sf bi-directional navigation catheter, it was checked and noticed that the blood pressure was decreased and effusion was confirmed with the soundstar catheter. The retention was confirmed and immediate drainage was done. Blood pressure and saturation resolved. Procedure was continued and completed up to pulmonary vein isolation (pvi) + box (end ablation here). After ablation ended, decrease in blood pressure was confirmed again, and drainage was started. Blood transfusion was started because bleeding did not stop. Patient was moved to the cardiac care unit (ccu). At the beginning of the procedure, decreased blood pressure was noted, and drainage was performed. However, blood loss was still frequent after the procedure, and blood transfusion was performed in the situation where the patient had no blood without blood transfusion. Depending on the situation, open heart surgery may be performed in the future. The physician commented that based on the color of the blood, thought was that it was dextro-cardiac tamponade. Since a young physician was operating it, it must have been stabbed with something, but it could have been an rf needle at the time of bb. If the bleeding does not stop, patient may have a thoracotomy in the future. Multiple attempts have been made to obtain additional information for this complaint. However, no further information has been made available.

Manufacturer narrative:
On 10-aug-2021, biosense webster inc. Received additional information about the patient and event. It was reported the patient was a 73-year-old female, weighing 65kg. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related. A thoracotomy was performed. Patient¿s outcome of the adverse event is improved. The patient most likely required extended hospitalization because of the adverse event because the patient received the surgery again. A transseptal puncture was performed but the needle is unknown. There was no evidence of a steam pop. The event occurred when ablation catheter was inserted after the bb. No error messages observed on biosense webster equipment during the procedure. On 25-aug-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related. A thoracotomy was performed. Patient¿s outcome of the adverse event is improved. No error messages observed on biosense webster equipment during the procedure. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. Magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).